Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted:(B)(6) 2024: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 15-nov-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that at her last pump refill, the physician had to manually flip the pump. Once he gained access, there was no change in the amount of medicine in the reservoir from the last refill and the patient symptoms have not been alleviated. The patient was sent for pump check to another physician. The catheter access port (cap) was accessed but not able to aspirate. He was eventually able to push a littledye, but it was all coming out behind the pump, not up the catheter. The physician thought it was either leaking at the collete or the connection to the pump. No prime bolus required since catheter was not patent. The hcp will perform a catheter revision. There were no known environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter h6 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.